Event description:
The customer reported that the heartstart xl displayed an error code 20004 (frong end failure). There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.